Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient presented to the emergency room due to receiving approximately twenty shocks. Device evaluation noted defibrillation therapy was exhausted due to the inappropriate shocks. Noise was noted which resulted in oversensing, pacing inhibition and asystole greater than two seconds. A revision procedure was performed and this device and the competitive right ventricular (rv) lead were removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be re-evaluated when additional information is received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.